Event description:
The report stated that the ligasure atlas was used during a colon procedure, but when the device was activated, it did not seal the gastrocolic ligament in the greater omentum. The generator did sound the activation tone and the end tone to indicate a complete sealing cycle. Another ligasure atlas device was opened and the same incident occurred. A third ligasure atlas was used to complete the surgery. There was no pt injury. All 3 handpiece were connected to the same ligasure generator and the generator was set at 2 bars of power. The other failed device from this procedure is reported on MFR report # 1717344-2008-00169.

Manufacturer narrative:
(B) (4). (B) (4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.